Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 3/28/2019. Therefore, populated device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on may 19, 2019 providing an additional ¿concomitant product¿ of ¿fix 5f,4p,a,pu,252,10pn-dr,115¿. Therefore, concomitant medical products and therapy date has been populated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for left sided idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch® sf bi-directional navigation catheter. During mapping vt in the left ventricle, the patient¿s blood pressure dropped to 40/20. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove 1 liter of blood from the pericardium. The blood was transfused back to the patient via the groin. The patient was in incessant vt and hemodynamical unstable, the bleeding did not stop; therefore, the patient was transferred to the operating room and sternotomy was performed. The patient was put onto bypass. Visual inspection showed perforation of the mid coronary sinus (cs). Venous graft was taken from the leg and patched to the coronary sinus. The patient transferred to the intensive care unit (ICU) in stable condition and remained intubated. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered. High force error occurred when mapping in the coronary sinus, red light flashed on main mapping window when >50grams was applied. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). A manufacturing record evaluation was performed for the finished device 30118191l number, and no non-conformances was found during the review. Concomitant products: c3 coronary sinus refstar ¿ deflectable, us catalog #: r7f282ct, lot #: 30131251m; soundstar eco catheter, us catalog #: 10439072, lot #: g4026732; non biosense webster, inc. - agilis 8.5 fr large curve sheath; carto 3 system, us catalog #: unknown, serial #: unknown; webster 10 pole catheter, us catalog #: d610dr005rt, lot #: unknown. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for left sided idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During mapping vt in the left ventricle, the patient¿s blood pressure dropped to 40/20. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove 1 liter of blood from the pericardium. The blood was transfused back to the patient via the groin. The patient was in incessant vt and hemodynamical unstable, the bleeding did not stop; therefore, the patient was transferred to the operating room and sternotomy was performed. The patient was put onto bypass. Visual inspection showed perforation of the mid coronary sinus (cs). Venous graft was taken from the leg and patched to the coronary sinus. The patient transferred to the intensive care unit (ICU) in stable condition and remained intubated. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related and caused by the high force (42-59 grams) whilst mapping in the coronary sinus with the thermocool® smart touch® sf bi-directional navigation catheter. Transseptal puncture was performed during the case. An agilis 8.5 fr large curve sheath was used. No ablations were performed in the coronary sinus, only in the left ventricle but this was unrelated to the issue. The generator was used in power control mode with a temperature cut-off at 40 degrees. The catheter was in mapping mode with a flow of 2 ml/min. High force error occurred when mapping in the coronary sinus, red light flashed on main mapping window when >50grams was applied. The patient received anticoagulant during the case (18000 units of heparin) with an activated clotting time (act) greater than 400 seconds. The thermocool® smart touch® sf bi-directional navigation catheter shaft was in close proximity to the coronary sinus catheter; however, this was not affecting the force reading. The thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The high force issue was assessed as not reportable. The high force issue is highly detectable when occurring. The potential that it could cause or contribute to a death or serious injury was remote.